Event description:
A demo ventilator was being used on a patient. The vent alarmed, o2, oxygen, concentration low. The ventilator was removed from service to be checked out. Because this was a demo device, the vendor, maquet came in to perform the check out.